Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore had leakage. The following was reported, "customer reported that the blood is leaking along the seam (should be closed) of the lock. The padlock has not yet been used for the administration of medicines. The emergency nurses prick their infusion without gloves, but there is not any report of exposure to mucous membranes. There are 5 locks of the same lot nr. Ready for check-up (and possibly some more complete boxes if desired). A while ago customer had to remove the boxes of this lot number preventively, but now they noticed that they get the same lot number from bd."

Event description:
It was reported that a bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore had leakage. The following was reported, "customer reported that the blood is leaking along the seam (should be closed) of the lock. The padlock has not yet been used for the administration of medicines. The emergency nurses prick their infusion without gloves, but there is not any report of exposure to mucous membranes. There are 5 locks of the same lotnr. Ready for check-up (and possibly some more complete boxes if desired). A while ago customer had to remove the boxes of this lot number preventively, but now they noticed that they get the same lot number from bd."

Manufacturer narrative:
Investigation summary: received 5 unused units within undamaged sealed packages of bd q-syte extension set with sealed packages from ref. # 385102 / lot 8173701.the units consisted of the q-syte attached to an extension set assemblies, with all components present and intact. A review of the device history record was performed for the reported lot and no related quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical/mechanical damage to any of the units. Upon microscopic inspection there were no visible tears or damage to the top disk or column wall. The slit was found to be in centered in the correct position. Next, a water/air leak test was performed on the units and no leakage was seen coming from any of the units. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no damage was observed the definitive root cause could not be identified.